Event description:
Medtronic - pacemaker - implant issue - vendor rep enrolled patient into wrong carelink clinic at implant. Failure to register a patient into remote monitoring eliminates the provider's ability to monitor the patient's heart condition for which the device was implanted. Reliance on this manual process poses a patient risk (should this be scanned instead or implement an electronic solution?). Manufacturer response for pacemaker, azure (per site reporter). Manufacturer response for analyzer, pacemaker generator function, carelink smartsync (per site reporter).